Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12f07040, h12e29053 and h12h31095. No exceptions were observed that were related to the reported condition. The reported condition was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). It was reported that the patient was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was not reported. Action taken with the dianeal therapy was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The date of occurrence for this peritonitis event is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.